Event description:
A (B) (6) female patient contacted lifecor customer support to report that one of her battery packs will not power up the monitor. She stated that her electricity was shut off and she had not charged this battery pack in some time. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not work, because there was an unknown substance inside the battery pack. One of the cells was corroded. The patient had used the battery pack for greater than the recommended twenty-four hours. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.